Manufacturer narrative:
Evaluation summary: the foreign material was not returned for evaluation. With the available information it can not be demonstrated with certainty that the source of the hair is the packaging environment. The packaging environment utilized for this product is a class 100,000 clean room that undergoes continuous monitoring. There is a very miniscule, but constant risk of foreign material in sterile cavities from the operators. A review of complaints for hair in sterile implants was conducted in march 2005 and indicates that there is less than one complaint per million sterile units shipped by zimmer warsaw in the past 5 years. The related manufacturing lot was fully distributed without any further reports of the kind. No further action or evaluation is indicated for this complaint. Trends continue to be monitored by the product surveillance department. Evaluation codes: device history records indicate device manufactured to specification.

Event description:
It is reported that when the sterile vacuum packaging was removed there was a human hair on top of the implant.